Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an accuracy issue during the procedure. The screw was deviated by over 10 mm. The use of the guidance system was aborted and the case was completed freehand. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported that the inaccuracy was due to improper surgeon technique. The site has run multiple passing bist tests and six successful cases since this alleged inaccuracy occurred. System is functioning as intended. The procedure was for l4-l5. Right l4 and l5 were deviated medially. A 10 point accuracy check was done and the surgical arm was accurate through all checks. The representative suspected the surgeon leaned on the patient while drilling the right side trajectories.